Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The doctor indicates that the restorative abutment screw has fractured. There was no reported damage to the implant. The implant remains implanted.

Manufacturer narrative:
Upon visual inspection, the screw has fractured on the threads of the screw. The hex of the device has also been damaged with debris remaining stuck inside. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.